Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the error message but did find that the distal 25% of the teflon pad was peeled off and missing, exposing metal underneath the pad. This potentially leads to a short circuit condition that can cause the device to stop working. The evaluation found no damage to the probe. Based on similar reports, a potential cause for mechanical damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that in the middle of an unknown procedure, the device stopped working with an ¿open a new device¿ error message.